Manufacturer narrative:
Event date should have been jan 5, 2017 rather than jan 6, 2017.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented via merlin.net, it was noted that the left ventricular lead exhibited increased threshold. The patient presented in clinic, during testing the left ventricular lead was capturing the atrium. A chest x-ray confirmed lead dislodgement. The lead was explanted and replaced successfully. The patient would be monitored with routine follow ups.